Event description:
It was reported that the patients implantable pulse generator (ipg) had reached end of life and the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure without complications.

Event description:
It was reported that the patients implantable pulse generator (ipg) had reached end of life and the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure without complications. Additional information was received that the explanted ipg was discarded and will not be returned.